Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stuck in the fill cannula stage and had a no reservoir alert. The customer was assisted in clearing the alert and filling the cannula. Blood glucose level at the time of the incident was not provided. The alarm history showed that an off/no power alert had been returned, but was preceded by a low battery alert several days earlier. The customer declined troubleshooting for the off/no power alert. The insulin pump was not replaced or returned for analysis.